Event description:
It was reported to depuy acromed that a timx spherical nut backed off from the timx screw post-operatively. The devices had been implanted for about a month. An additional surgery was requried to remove the original devices and re-instrument with new devices. There were no other adverse consequences to the pt.

Event description:
It was reported to depuy acromed that teo timx spherical nuts backed off the screws one month post-operatively and an explant surgery was required. There were no other adverse consequences to the pt. The nuts were dimensionally inspected and the parts conformed to specifications. Also, both timx screws were returned and both conformed to dimensional specifications. The most likely cause of the event is inadequate tightening of the nuts that secure the construct in place. It is recommended that a torque wrench be used for tightening. This torque wrench ensures the nuts are tightened adequately. If the nuts are not tigtened adequately, they can loosen and eventually back off of the screws. The use of the torque wrench should prevent this type of event from re-occurring. No further action is required.